Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming at 19:00. Pump said that it was completed. They looked at the medication and tubing and it looked like it was done. Throughout the night, they did not hear any sounds of it running. Pump sounded again when the time was completed as scheduled. Pump setting was reviewed, and it was running at 2.3 ml/hour and there was 0 ml in the reservoir volume. Pharmacy was notified. Pump was de-accessed from patient's rsc port which flushed well with good blood return. They also stated that they felt fatigued and had nausea around 14:00, which had resolved since then. The volume was checked and 2 technicians prior to initiating. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H3: one device was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the customer's reported problem was not duplicated. The cause of the reported issue was not determined. No action was taken.